Event description:
It was reported that during the implant procedure, the catheter was removed and the atrial lead electrode parameters were beyond the normal range after the removing of the sheath. The atrial lead was repositioned, and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).